Event description:
It was reported that between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on (B)(6) 2021, the patient suffered vessel perforation/rupture on a2 (no issue during thrombectomy on left m2). It is noted that the adverse event has possibly relationship to the subject catalyst device, stroke (disease under study). The outcome of the adverse event was resolved with clinical "sequelae." No further information is available.

Manufacturer narrative:
This is 2 of 2 reports. The subject device is unavailable to manufacturer.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a clinical study, a serious adverse event occurred: rupture of vessel during thrombectomy. The reported patient vessel perforation is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on (B)(6) 2021, the patient suffered vessel perforation/rupture on a2 (no issue during thrombectomy on left m2). It is noted that the adverse event has possibly relationship to the subject catalyst device, stroke (disease under study). The outcome of the adverse event was resolved with clinical sequalae. No further information is available.